Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the "analyze" did not function. The clinician then put the device into manual mode and charged the device, but when they attempted to discharge the energy, the device would not discharge into the simulator. The complainant indicated that there was no pt involvement in the reported malfunction.